Event description:
Pt came to hosp for dilatation of an occluded artery. Pt received a bolus of heparin. Hosp rep stated a couple hours after the heparin injection, the first blood draw was performed and recalled results to be 1.3 - 1.4 iu/ml, without error flags. Pt was treated over the week in an attempt to stabilize their coagulation system. The pt eventually died.